Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The february 2008 15-month rx biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A wallstent rx biliary endoprosthesis was used during a biliary stent placement procedure (pt age, gender, and weight unk) in 2008. According to the complainant, "the outer sheath didn't move (during deployment). Therefore, it was removed and checked. A part of the stent (had) come through...the...outer sheath." The physician used a second wallstent rx biliary endoprosthesis, and the procedure was successfully completed. The pt's condition was reported as "good" following the procedure.